Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed incoming functional vxi console test (uplink amplitude) and the cable was therefore to be replaced. It was further noted that the head's label was delaminated and needed replacing. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an extra unit which was no longer needed subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.